Event description:
As reported by the sales rep per the user facility: set was infusing chemotherapy when it started leaking from the cassette assembly. No pt injury, but did cause chemo spill. Additional info provided by the facility indicated no one suffered any adverse sequela associated with the reported incident. The sample was discarded and will not be returned for eval. The lot number remains unknown. The facility reported they use hundreds of these sets a day and a lot number cannot be determined. No other info is available.

Manufacturer narrative:
The actual device in the incident was not returned to the MFR to be evaluated and a lot number was not provided. Without the actual sample and a lot number, a thorough eval could not be performed. No specific conclusions can be drawn.